Event description:
It was reported prior to procedure that the atrial lead exhibited oversensing due to noise. Oversensing resulted in inappropriate mode switch. The lead was capped on (B)(6) 2025 and successfully replaced. There were no patient consequences.